Manufacturer narrative:
H3: analysis of the product ID 97755 serial# (B)(6), revealed got hot after running it at relay box and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt started having issues recharging the ins about 6 weeks ago and now the ins was unable to charge and they had not charged it for a month. Pt had been trying to contact their district rep but did not hear back. When attempting to recharge the ins they had to have the cord totally straight and it took 3 hours to charge. Also, the rtm cord where the cord goes into the antenna would burn their back (when asked pt did not think it left a mark) and that the rtm relay box got very hot also. For the last month and a half it was a hit and a miss but they could get the ins to charge eventually but the last 3 weeks it was not charging at all. An email was sent to the repair department to replace the device. An email was sent to registration to update address.